Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented during follow-up in clinic. Upon review of stored electrogram, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. Programming changes were discussed but not made. The patient was stable.